Manufacturer narrative:
(B)(4) event is currently under investigation.

Event description:
During an unknown procedure, the device was inserted from femoral artery. It was confirmed that blood was leaking from the valve. Another manufacturer's device was used instead to complete the procedure. No adverse effect to the patient have been reported.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, manufacturing instructions, and quality control documentation review of the device was conducted during the investigation. Based on the information provided by the customer and the review of complaints, it is likely the valve was dislodged when the dilator was inserted into the sheath. However, without the returned complaint device, no definitive root cause could be determined.

Event description:
After further review of the record it was found that regarding the blood leakage, per the physician, "it was not a small amount."